Event description:
Same case as: 2134265-2008-00213. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 75%-90% stenosed lesion being treated was located in the diffused severely calcified, severely tortuous proximal to mid left anterior descending (lad) artery. The lesion was predilated with 3.0x20mm non-bsc balloon. Ivus was then performed. A 3.0x23mm non-bsc stent was deployed in the mid lad. A 3.50x20mm taxus express2 drug eluting stent was deployed in the proximal lad, inflated to 11 atms. The taxus stent did not overlap the previously deployed non-bsc stent. There was gap between taxus and 3.0x23mm non-bsc stent, so a 3.50x8mm taxus express2 drug eluting stent was deployed at 15 atm overlapping the previously implanted taxus and non-bsc stent. Mal-apposition of 3.50x8mm taxus stent was observed, so the physician attempted to post dilate with the 3.50x8mm taxus stent delivery system (sds) balloon, but was unable to cross. A 3.0x20mm non-bsc balloon was used to post dilated at 18 atms. The kissing balloon technique was performed with a non-bsc balloon in 1st diagonal, to keep blood flowing, inflated to 12 atms. Ivus identified an indentation of the 3.50x8mm taxus stent which appeared to remain permissibly, while blood flow was reestablished completely. Timi 3 was obtained at this time. Medications given: cilostazol, aspirin, and ticlopidine. Thirty minutes post the initial procedure, the patient was brought back to cath lab, due to chest pain. An ECG detected st segment elevation and angiography detected thrombus in the 3.50x8mm taxus stent. Thrombolytic therapy (intra-coronary infusion) was performed and the 3.50x8mm taxus stent was dilated to 15-22 atms with a 3.25x15mm quantum balloon. As a result of the treatment, the previously identified indentation of stent strut was improved and timi 3 was obtained. Angiography performed the following day found no abnormal finding. The patient was discharged on an unspecified date.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.